Event description:
Related manufacturer number: 1627487-2022-03282. It was reported the patient experienced an increase in pain and loss of therapy. Diagnostics confirmed impedances on the left l2 drg lead. As a result, surgical intervention took place wherein the lead was explanted and replaced to address the issue. It is unknown which lead was explanted therefore both leads are being report.

Manufacturer narrative:
Correction section h: medical device code is being corrected should have been 2950 - impedance problem rather than 3023 - therapeutic or diagnostic output failure that was inadvertently submitted in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.